Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to cerebrovascular accident (cva) on (B)(6) 2016. Prior to the patient suffering a cva, the patient was admitted to the emergency department on (B)(6) 2016 with low estimated pump flow readings. According to submitted cardiology progress notes, the patient was doing fine until (B)(6) 2016, when low estimated pump flow readings (in the mid 2 lpm range) with associated shortness of breath and chest heaviness were observed. It was also stated that prior to admission, the patient's inr was 1.9 to 2.1 with inr goal of 1.8 to 2.5. The patient was taking coumadin (3 mg) and aspirin (325g mg). Upon admission, the patient was initiated with heparin infusion. On (B)(6) 2016, the patient was placed on veno-arterial extracorporeal membrane oxygenation. Thrombus was suspected based on the patient's lactate dehydrogenase (ldh) levels of 1300 u/l to 1770 u/l, brown colored urine with renal failure, and negative ramp test. On (B)(6) 2016, the patient's pump was exchanged due to thrombus. On (B)(6) 2016, the patient suffered a hemorrhagic stroke having a left to right shift with mass effect and brainstem compromise. The patient was observed to have dilated pupils, loss of neurologic motor function and was not following commands during sedation vacation. The patient's inr was 1 to 1.1, the patient had been on heparin infusion as bridge at 2500 units/hour. Treatment with heparin was held once cva was discovered. The patient was pronounced brain dead on (B)(6) 2016. The patient's pump was disconnected on (B)(6) 2016.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of thrombus. The device was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place over the graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. Examination of the device upon disassembly revealed flat, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while the device was supporting the patient, but may have originally formed elsewhere. Examination of the disassembled device also revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, its areas of slight denaturation suggest that it was also present while the device was supporting the patient. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase level and hematuria. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis, hemolysis, bleeding, and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.